Event description:
The customer stated they have generated discrepant patient results between the cell-dyn sapphire and cell-dyn 3500 analyzers. A fingerstick sample obtained from a patient generated a hgb result of 15.2 g/dl on the cd sapphire, but was 8.94 g/dl on the cd 3500. The cd 3500 result correlates with the patient's history. The cd sapphire result was not reported and there was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.